Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the top case is cracked under the tube holders serial numbers do not match from display to bottom case and traveler. The pump event history showed a motor rate error in the error history log (ehl). The evaluation was performed, and the reported issues was duplicated, during occlusion test. The worm coupling does not operate as intended as a result of normal wear. The pump is over 5 years old. The root cause of the reported issue was due to normal wear. The technician replaced the worm coupling also replaced leadscrew and clutch halves for preventive. Performed preventive maintenance (pm) and all functional testing which passed.

Event description:
It was reported that a motor rate error was observed. No patient injury was reported.